Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.